Event description:
It was reported that a swedish adjustable band was replaced because the patient was not getting restriction. During the replacement procedure, the buckle was noted to be torn. No further information is available including the date of the initial surgery to implant the band. Facility is unwilling to provide information. The patient status is stable.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.